Manufacturer narrative:
Medical device expiration date: unknown device manufacture date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using an antibody test and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4) the following information was provided by the initial reporter: " it was reported that there was one false positive. What type of reference method was used to confirm the result (pcr, viral culture, etc)? Antibody was there any patient impact as a result of the false result? They went to health services and had additional testing "

Manufacturer narrative:
Investigation summary this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082 ), batch number 1045248. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation was performed on the batch number provided. The reported complaint was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated CAPA (B)(4) (corrective and preventive action) to further investigate. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using an antibody test and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: it was reported that there was one false positive. What type of reference method was used to confirm the result (pcr, viral culture, etc)? Antibody. Was there any patient impact as a result of the false result? They went to health services and had additional testing.